Manufacturer narrative:
The hvad is used for treatment not diagnosis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The hvad pump ((B)(4)) was not returned for evaluation, therefore testing could not be performed, and however, review of the controller log file analysis confirmed low flow alarms and a drop in estimated flow and power consumption below the normal operating range. Also high power consumption and increase in flows were documented. Waveforms of this nature may be indicative of inflow or outflow occlusion. A possible root cause of the inadequate flow event may be attributed to thrombus ingestion within the pump cause a decrease in vad parameters. Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility and there are patient, procedural, and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). Although the etiology of the right heart failure and relationship to the device and procedure cannot be determined, it may be a progression of chronic heart disease, coronary artery disease or right ventricular infarction. The IFU addresses guidelines for optimal patient management. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the site that approximately three weeks after implantation and while the patient was still in hospital, she was undergoing dialysis. After the completion of the dialysis, the lvad demonstrated a suction event and an inadequate flow rate that was associated with post-dialysis hypovolemia. Her condition required fluid resuscitation which is reported to have led to an acute on chronic right heart failure exacerbation. This right heart failure necessitated cardiac chest compressions which in turn are reported to have resulted in a cardiac tamponade. This condition was then treated with surgery for evacuation of the clot. The lvad is reported to have demonstrated high power consumption and increased estimated flows though it is unclear whether this event was intra or post-operatively. The changes in the lvad parameters were not treated and appear to have been transient in nature. The patient's physician reported that these events were all unrelated to the lvad.&#2049;s of the date of this report, the patient remains sedated in the intensive care unit with plans to return to the operating room for a leg amputation associated with post-extra-corporeal membrane oxygenation site cannulation. No additional information available.